Event description:
The device was returned to the manufacturer for repair of a damaged patient cable input connector. The device was reportedly not in patient use when the patient cable connector was damaged. No patient harm or injury occurred. During the repair evaluation at the manufacturer's service center, it was found that the audible alarm had a low audible output. The sonalert audible alarm assembly was replaced to correct the problem. The manufacture will file a follow-up report when root cause analysis is completed.